Manufacturer narrative:
Subject device was returned for evaluation. Drill was received with its entire drill head broken off confirming the reported failure mode of ¿broken shaft¿. Drill head is twisted and broken at its flutes. Visual examination of the drill shaft shows the break area to be splayed. Dimensional assessment is prohibited due to the condition of the device. The state of the drill is consistent with drilling over a bent or oversized passing pin. Per results of the investigation, the root cause was determined to be ¿user error¿. Therefore, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament repair (acl) reconstruction procedure utilizing the endoscopic cannulated drill bit, 4.5 mm, (sterile), it was reported that the drill bit end broke off and was lodged inside of the patient requiring removal by the surgeon. The guide wire was not able to be saved. It was reported that there is no information on whether a backup device was available. (B)(4).